Event description:
It was reported the devices were used during a diagnostic laparoscopy procedure. It was reported the surgeon attempted approx two times to insert the 511sd on a thin pt at the umbilicus, but was unsuccessful. The surgeon then inserted the 511sd at the umbilicus without insufflation. Upon retracting the scope and trocar from this site the surgeon noticed bowel contents coming out of the umbilical incision. The surgeon converted to an open procedure and discovered a bowel injury. The surgeon called a general surgeon to repair the bowel injury. The surgeon completed the procedure. It was reported upon inspection of the abdomen the surgeon stated he would have needed to have converted to an open procedure due to the pt's multiple abdominal adhesions. It was reported the pt was doing fine postoperatively.